Event description:
It was reported that a malfunction occurred on the customer's pump but no notable events were reported prior to this malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support was involved, and corrective actions included replacing the pump with a newer version that has updated software. The customer will use mdi for backup therapy and was instructed on several procedural steps, including putting the pump into storage mode before returning it and using a ups return box for the exchange. A signature was required for delivery of the replacement pump.